Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and lower impedance measurements but still within range. A micro dislodgement was suspected. The patient experienced pain in the sternal area. A chest x ray was performed and no abnormal placement was noted. A revision procedure was scheduled. There was an attempt made to revise the lead. Upon initial fluoroscopy during the procedure, the helix appeared normal. A stylet was inserted and a fixation tool was used to retract it. However, when attempting to reposition, the helix failed to extend after many attempts. The physician elected to explant and replace the lead. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A helix mechanism test failed due to the helix housing being clogged with dried blood and body fluid. Blood body fluid was loosened, helix is functional. Susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and lower impedance measurements but still within range. A micro dislodgement was suspected. The patient experienced pain in the sternal area. A chest x ray was performed and no abnormal placement was noted. A revision procedure was scheduled. There was an attempt made to revise the lead. Upon initial fluoroscopy during the procedure, the helix appeared normal. A stylet was inserted and a fixation tool was used to retract it. However, when attempting to reposition, the helix failed to extend after many attempts. The physician elected to explant and replace the lead. No additional adverse patient effects were reported. This lead has been received for analysis.